Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results while using the architect ausab reagents. The following data was provided for one patient (miu/ml). (B)(6). Per the product package insert, when initial result is less than or equal to 8.00 to less than 12.00 miu/ml the interpretation is grayzone and instructs the user to retest in duplicate. Nonreactive results (less than 8.00 miu/ml) and reactive results (greater than or equal to 12.00 miu/ml) do not require retest. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and specificity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. No patient sample was available for return, therefore clinical specificity testing of calibrator a replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.